Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "filter" of an infusor lv (large volume) dropped down. The device was filled with 240ml fluorouracil and sodium chloride 0.9%. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 4, 2020 - march 5, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed the filter was completely detached from the stressmember.the reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was determined to be an assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.